Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, pt has experienced permanent injury, pain, infection, urinary tract obstruction, urinary retention, constant pulling sensations across the pelvic area, constant foul odor coming from the vaginal area, pain during intercourse caused by the extrusion of mesh into the vagina, mesh erosion, chronic inflammation, abscess and disability.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)."